Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection -materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Not recommended for patients who are experiencing skin irritation or breakdown at the site." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick female external catheter was making a whistling sound, but not suctioning the urine. Per troubleshooting, checked the valve and the hoses and the purewick urine collection system got passed in the water test. It was also stated that the patient did wiggle during the sleep. The liberator representative advised that an undergarment could help to hold the wick in place and gave tips on placement of the wick. Per additional information received via mail on 12aug2021 patient was not using the product due to urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick female external catheter was making a whistling sound, but not suctioning the urine. Per troubleshooting, checked the valve and the hoses and the purewick urine collection system got passed in the water test. It was also stated that the patient did wiggle during the sleep. The liberator representative advised that an undergarment could help to hold the wick in place and gave tips on placement of the wick. Per additional information received via mail on 12aug2021 patient was not using the product due to urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.